Event description:
It was reported that two intraocular lenses (iol) were found defective. The issue occurred during a procedure when the lenses were pushed into the injector, resulting in both lenses becoming twisted. The lenses and the cartridge tips made contact with the patient's eye during the procedure. The patients were not affected. The iols were discarded. No further information has been provided. Note: this report is to capture the event of one of the two devices. A separate report is being submitted to capture the other device.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a implant date: n/a, as the lens was not implanted. Section d6b: explant date: n/a, as the lens was not implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.